Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding) date(s) of insertion: (B)(6) 2014, (B)(6) 2013 (as reported in ppf discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: lawyer was added. New events- abdominal pain, menorrhagia, psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic') in an adult female patient who had essure (batch no. B34693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks and pelvic discomfort. Concurrent conditions included menorrhagia. Concomitant products included ethinylestradiol;norgestimate (previfem) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("psych injury / depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the vaginal haemorrhage, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding) date(s) of insertion: (B)(6) 2014, (B)(6) 2013 (as reported in ppf discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : lot number added. Following events were added : abnormal vaginal bleeding, dysmenorrhea (cramping). Event "psychological trauma"was replaced with depression, mental anguish. Reporter information,medical history,concomitant conditions and concomitant products added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic') in an adult female patient who had essure (batch no. B34693-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic attacks and pelvic discomfort. Concurrent conditions included menorrhagia. Concomitant products included ethinylestradiol;norgestimate (previfem) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("psych injury / depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the vaginal haemorrhage, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding) date(s) of insertion: (B)(6) 2014, (B)(6) 2013 (as reported in ppf discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. The lot number reported (b34693) is invalid . Most recent follow-up information incorporated above includes: on 4-nov-2019: update of information (batch is not valid) . No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.